Event description:
It was reported that a driving cap fractured at the junction with the insertion handle upon the final blow with a mallet during a tibial nailing procedure. The part of the driving cap that broke off is resting in the insertion handle. Insertion handle is not damaged, but cannot be used. No reported surgical delay, no fragments; it was a clean break. When investigation by the manufacturer was performed, it was noted that device fragments of the driving cap were noted to remain threaded into the proximal hole of the insertion handle. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Patient initials: (B)(6). Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: 15march2011. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: a radiolucent insertion handle (03.010.440 lot 10-6493) was received with the distal threaded tip of a driving cap (03.010.475 lot 2681393) broken off in the proximal end of the instrument. The remainder of the driving cap was not returned. No definitive root cause was able to be determined; however the failure mode is consistent with a combination of fatigue and off-axis loading. One driving cap, part number 03.010.475, was received with the complaint category of broken: intra-operatively. Per the technique guides, the driving cap is a component of the suprapatellar insertion instruments which are part of the tibial nail system. Additionally, it is a supplementary instrument for the trochanteric fixation nail (tfn) system, for use with a radiolucent insertion handle. The returned driving cap was received with the connecting screw sheared off. Thus the broken: intra-operatively portion of the complaint condition is confirmed but cannot be replicated as the instrument is already broken. The material at the fracture site appears to be homogenous. The remainder of the instrument was not returned; as a result no further evaluation of the part can be completed. The overall returned condition is consistent with the expected result of excessive hammering amplified by having the driving cap not fully inserted. The complaint condition, broken: intra-operatively, is a result of the method of use of the driving cap. A review of the current edition of the design drawing was performed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. After reviewing the related product drawings, complaint history and risk analysis, the design is adequate for its intended use and did not contribute to this complaint condition. As the instrument was received broken, the complaint is confirmed. The instrument failure is the result of method of use rather than a design deficiency, and the calculated occurrence rate is acceptable under the risk assessment, therefore no additional actions will be required. The device is therefore determined to be suitable for its intended use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.